Manufacturer narrative:
The reported event of helix could not extend was confirmed due to the helix being clogged with blood and the inner coil was severely over-torqued all of which is consistent with damage during use.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s lead was dislodged. The physician desired to reposition the lead but the helix would not extend due to a piece of tissue attached to the tip of the lead, so the lead was explanted and replaced. The patient was stable before, during and after the procedure.